Event description:
Healthcare professional reported an unknown side bia-alcl. Pathological diagnostic exams confirming alcl have not been received. Physician reported "definitive diagnosis data, MRI, pet-CT, pathological diagnosis (cd30 +, cd4 +, ca9 +, p63-, tp63 split fish assay-, 6p25.3 (dusp2 / irf4 region) split fish assay-)." No treatment was provided. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). Facility name: (B)(6) hospital organization (B)(6) cancer center. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bia-alcl".